Event description:
It was reported that the up/down arrow keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. All of the keypad buttons have normal spring back or click. The ok, up arrow and down arrow keypad buttons had intermittent response when pressed. The contrast keypad button responded normally when pressed. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.